Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. The reported event was confirmed. Visual analysis found the teflon pad was detached.

Event description:
It was reported that during re-progressing, the teflon pad fell off the device when being brushed. There was no patient involvement reported. No additional information was provided.